Event description:
It was reported via social media that a patient death occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, the patient died from unreported causes.